Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds and undersensing. The ra lead remains in use. It was also reported that due to the undersensing, the patient was paced in the atrium while in chronic atrial fibrillation, resulting in premature battery depletion of the patient's cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.